Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised. Revision was due to squeaking in a ceramic on ceramic bearing. Patient was revised from a 32+0 alumina head and 32e alumina liner to 36+7.5 ceramic c-taper head and 36e 10° liner.